Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2014 with the following findings: the black box and histories for issue reported on (B)(6) 2012 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications.

Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012, the patient obtained elevated blood glucose levels ranging from 330 mg/dl to "hi mg/dl" (greater than 600 mg/dl). The patient did not report experiencing any symptoms of high or low blood glucose levels. The patient was given insulin via a syringe injection to correct her blood glucose levels. It was reported the patient was under stress and participated in increased physical exertion and activity running and playing soccer. Troubleshooting revealed the patient's technique was incorrect by using refrigerated insulin, which if air bubbles are formed in the cartridge, can contribute to under-infusion of insulin. The reporter was not willing to troubleshoot the pump at the time of the call, therefore the pump settings and programming could not be verified. No pump troubleshooting was performed. The patient's technique was incorrect by using refrigerated insulin in the pump cartridge. However, as the patient suffered blood glucose levels suggesting severe injury after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.